Manufacturer narrative:
The completed analysis indicated that one opened sample of part number 8229970 from lot number 0213796223 was received. This lot was manufactured august 7, 2017. A portion of the flex circuit was cut off when received, which is typical for handling purposes when returning emg tubes and is not related to the complaint. A microscrope and syringe were used to analyze the sample. As it was received, there was no occlusion of the main tube inside diameter. There was no damage or anomalies in the construction of the device that would have resulted in the reported event. The cuff was inflated with 15cc of air, and pressure was applied to the cuff while viewing the inside diameter, which did not result in any delamination or occlusion. The tube was left inflated for one hour, and again, pressure was applied to the cuff with no delamination or occlusion. There was no out of specification condition identified as it relates to the complaint. ¿ conclusion: there was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The anesthesiologist reported that while the patient was intubated during a procedure, after an hour of being intubated, the nim emg tube herniated resulting in occlusion of the tube. The emg tube and cuff were checked prior to use. The cuff was inflated with approximately 8cc of air. The ventilator gave a pre-warning pressure alarm, even though tidal volume was acceptable. In less than one minute, complete occlusion of the tube was attended to and the patient was re-intubated with a new tube. The patient suffered severe apnea that was immediately reversed with establishment of the replacement tube. The patient's current status is stable; no injury has been reported.